Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center exhibited a no image problem after working for approximately 10-15 min. The issue occurred during maintenance on the device. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction to d5: the operator of the device should be listed as a health professional. Correction to d9: the manufacture date was not initially provided. The correct manufacture date is "october 26, 2012. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the reportable malfunction was due to a faulty dx board. Olympus will continue to monitor field performance for this device.